Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: bp4a.251205.006.a166usqu7dzea hardware: sm-a166u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158".

Event description:
It was reported that the patient had visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod on their arm between 1 and 4 hours. The patient stated that they had been experiencing very high bg levels for several days, exceeding 500 mg/dl. The patient reported that despite administering boluses and drinking water, their bg levels remained very elevated. The patient went to the emergency room to seek medical attention. Symptoms reported include high bg levels, vomiting, and their urine had a sweet smell. The patient indicated that the diagnosis received was high bg. The patient was treated with two bags of intravenous fluids and they were administered insulin. The patient was released on the same day.